Manufacturer narrative:
Add'l info was received on 07/14/2015. Third party manufacturer reviewed the routers for lot # 14-vm-548030 and no deviations were noted that would indicate any deficiencies during the manufacturing process. After a thorough detailed batch review, no discrepancies or non-conformances were discovered. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on 07/29/2015.

Event description:
The nurse reports the flexi-seal signal fms was placed in the pt for liquid stool and clostridium difficile was ruled out. The nurse further reports the fms was in situ fourteen days and two to three days after the fms was removed (for reasons reported as unrelated to the wound) a full thickness perirectal wound approx two by three centimeters to the anterior aspect was noted. A surgical consult was requested and a rectal exam by the surgeon found a laceration to the external sphincter. The nurse adds the wound was then treated with traditional wound care. It is reported the pt was diagnosed with ischemic bowel and placed on comfort measures due to not being a surgical candidate.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury and death. No further info was available at the time of the report. Add'l pt and event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).